Manufacturer narrative:
(B)(4): the device was received for evaluation. During visual inspection, it was revealed that the male luer had separated from the tubing end. There was visible solvent plow ridge on the tubing end. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector on the end of the clearlink luer activated valve separated from the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.